Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: the pump battery compartment was observed to be cracked in two places, one between the bumper and the top of the compartment and one below the bumper pad. Evidence of moisture damage was observed in the battery compartment. A leak test was performed and found that the battery compartment was leaking from the damage. The returned battery cap was found to be damaged. A test cap was inserted and was able to tighten appropriately to the pump. Unrelated to the complaint the display screen was found to be dim and discolored with a pinkish coloration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.